Event description:
It was reported that the patient presented in clinic due to a shock. Upon review, it was discovered that the implantable cardioverter defibrillator was in backup operation. Programming changes were performed to restore the device. The patient was in stable condition.